Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, this right ventricular (rv) lead was surgically capped and abandoned due to loss of capture. The physician elected to implant a new rv lead to resolve the event. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure for normal battery depletion, this right ventricular (rv) lead was surgically capped and abandoned due to loss of capture. The physician elected to implant a new rv lead to resolve the event. The patient was stable with no additional adverse consequences.